Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No battery out limit alarms noted. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had corroded motor assembly. No traces of moisture noted at electronic assembly per visual inspection. The device also had cracked case at display window corners, minor scratches on lcd window, and corroded battery tube.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, changed the battery and then received a battery out limit alarm. The customer's blood glucose was 236 mg/dl. Troubleshooting was done. The customer stated that she had been walking on the beach when there was a huge downpour and that the insulin pump may have been exposed to moisture at that time. The customer stated that the button error alarm occurred around the same time that the insulin pump was exposed to moisture. The customer was also unable to clear the alarm with the buttons. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.